Event description:
It was reported that the physician's handheld would turn on, start to load up, and then turn back off after a few seconds, despite having been charged for several hours. They also tried turning it on while it is plugged into the wall, but the same thing happened. On (B)(6) 2016 it was reported that the handheld started working again and that the physician would not be returning it.